Event description:
The account reported the brakes swivel while in brake mode. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account had replaced the brake casters and the issue remains. Hill-rom technical support suggest the account replaced the brake steer linkage. The account installed a brake steer upgrade kit to resolve the issue. Based on this info, no further action is required.